Event description:
Irn# (B)(4). Initial reporter´s narrative: an injection leakage occured around the hub of the 24g x 90mm sprotte needle.

Manufacturer narrative:
Event took place in the UK and has been reported through british distribution subsidiary pajunk medical ltd. Based on risk management evaluation and clinical report this file is considered as closed.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(6). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: an injection leakage occured around the hub of the 24g x 90mm sprotte needle.